Event description:
It was reported that a physician trained in the use of the proglide device unsuccessfully performed pre-close placement of the perclose proglide device sutures in a moderately calcified common femoral artery prior to an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method - patient selection. It was reported that the device was used in a moderately calcified common femoral artery. The perclose proglide device instructions for use state under special patient populations, the safety and effectiveness have not been established in patient populations with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.